Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia rhythm misdiagnosed as ventricular tachycardia. The patient was in what seemed to be atrial fibrillation or atrial lead noise. A programming change was recommended so that the episode would have discriminated supraventricular tachycardia. The patient did not have any adverse consequences. No further information is available.